Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship between the returned device and the reported event. Visual inspection under magnification of the wand shows extensive electrode wear with contamination/discoloration on the screen and scuff/scratch marks on the spacer and cap. The screen is partially detached and was not returned with the device. The junction cable is cut; there are no manufacturing abnormalities visually observed with the returned wand. A functional test of the returned device is impossible due to the cut junction cable. The suction line was tested and is partially clogged by dried part of tissue. A back flush could not thoroughly clean the line is still partially clogged; it is possible that the suction line became disconnected, suction pressure may have not been enough to excavate blood and tissue, or there was an attempt to excavate large ablated tissue remnants. These factors can cause the tip to clog; therefore, decreasing the functionality of the wand. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during acetabular labrum repair surgery, the tip of the wand fell off when the wand was inserted into patient. The broken piece was removed with tweezers. A backup device was available to complete the procedure with no delay or patient injuries.